Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode and chest pain. Review of stored device memory noted no stored episodes that corresponded with the episode, however, the root cause was not determined. Available information suggests this product remains implanted and in service. No additional adverse patient effects were reported.